Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery excessively. The insulin pump was cracked from the lower left corner of the screen. The customer stopped using the insulin pump and was using pens. Customer's blood glucose level was 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads and cracked display window.